Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump when taking the pump out of the customer's pocket. The cartridge was successfully loaded back onto the pump and insulin deliveries were resumed. Customer's blood glucose level was 162 mg/dl.